Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
The customer reported that the vent was experiencing difficulties during the boot-up process and was displaying issues with the user interface. There was no patient involvement reported.

Manufacturer narrative:
Correction: d1 & h6 the customer provided device logs for review which confirmed the reported malfunction. Technical support advised the customer to replace the mainboard and it was confirmed that resolved the reported issue.